Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following event was found during a search of the maude database performed on 29 april 2020, report number 2029046-2019-03813: it was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) procedure with a thermocool® sf nav uni-directional catheter and suffered cardiac tamponade and death. Transseptal puncture was performed with a abbott brk needle. Ablation was performed before the effusion was discovered. Pericardiocentesis was performed. Patient suffered outcome of death later that evening. The physician's opinion is that the outcome is related to the patient condition and procedure.